Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed visual inspection and found sensor needle bent inside sensor base. No broken or missing parts were observed during analysis. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Event description:
It was reported that the customer had a faulty sensor and the sensor cannula was completely missing. Customer will be sent a replacement sensor at the hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.